Event description:
A report was received that the patient was not using the device as it was causing muscle spasms. The patient was explanted and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.